Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors and random no delivery alarms and insulin pump had to rewind three to four time. Customer's blood glucose value was unknown. The customer declined troubleshooting technical support. The device will not be returned for analysis.